Event description:
The user facility reported to olympus that the hd camera head had image interruption during use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device is being returned to olympus for evaluation. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections h3 and h6 were corrected because the product was not received for analysis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.